Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 10/10/2016 that on (B)(6) 2016 the sensor wire was missing. The attempted sensor insertion was at the abdomen. The transmitter was removed prior to removing the sensor pod. No additional event or patient information is available. No product or data were provided for evaluation. The reported detached sensor wire could not be confirmed. A root cause could not be determined. Labelling indicates: do not remove the transmitter before removing the sensor pod from your body.

Manufacturer narrative:
(B)(4).

Event description:
The reported missing sensor wire could not be confirmed.